Event description:
Consumer called questioning the accuracy with their meter. Ran results against competitive meter in their doctor's office. Analysis run on clark error grid using competitive reading (330) as ref. Point vs. Bd readings (32, 42) yielded data point in the e range of the grid, outside of acceptable limits.